Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25822. It was reported a patient's right ventricular lead presented with low sensing. The patient also complained of pain in the pocket due to the implantable cardioverter defibrillator (ICD) location. The lead was capped and replaced in a procedure on (B)(6) 2021, while the ICD was repositioned in the same procedure. Post-procedure the patient was stable.